Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported transmissions appeared to be successful, but they did not show up in the network. It was confirmed by the patient database that no successful transmissions have been received, because the implant detect setting was turned on. The patient was advised to have an in-clinic programmer session performed. The device remains in use. No patient complications have been reported as a result of this event.